Manufacturer narrative:
The lens remains implanted to date. Concomitant medical products: 1mtec30 cartridge, lot# unknown; dk7796 inserter, lot unknown; dk7726 forceps, lot unknown. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a female patient was implanted with a zxr00 intraocular lens (iol) in both eyes (ou) in (B)(6) 2017. Approximately a month later the patient presented with iritis and inflammation. Additionally, it was indicated that the iritis is ongoing and the patient is currently being treated with predforte four times daily (qid) in the right eye (od). The patient is still having pain, redness and irritation. The lenses remain implanted. No further information was provided. This report pertain to the first lens in the right eye (od). A separate report is being filed for the second lens in the left eye (os).

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.